Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: south korea. When user unpacked the histoacryl, they were solidified and leaked with bended tip.

Manufacturer narrative:
Samples received: 4 opened pouches. Analysis and results: there are no previous complaints of this code batch regarding of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received four open pouches. All ampoules have been optically evaluated and a defect in the tip of the ampoule has been found in three of the samples received. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.